Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise which caused auto mode switching. The noise could be reproduced with arm movement. The patient would be seen for follow-up in six months.

Event description:
New information on (B)(6) 2015 indicates the lead continued to exhibit noise. The lead remained implanted.